Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with symptoms of extreme drowsiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had intermittent power. The reporter stated that there was moisture present in the battery compartment. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an intermittent power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2017 with the following findings: a review of the black box showed power on reset after a replace battery alarm. The returned battery cap measured within specifications. Moisture was found behind the display lens. The pump was run for 24 hours and no power on resets occurred. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. A leak was found in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. Unrelated to the original complaints, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.